Event description:
It was reported that, "during a total knee replacement, surgeon attempted to implant the insert. The insert did not seat correctly on the lateral side and he stated that he thought it was riding up over the side. He removed the insert and attempted to implant a second insert with the same result in spite of meticulously placing it into position. He removed that insert and implanted a third insert which with careful manipulation and pressure on the lateral side it eventually lined up and seated correctly."

Manufacturer narrative:
This is the same patient/event as MFR# 9610726-2009-00008.